Event description:
During trouble shooting of a check patient line alarm the caregiver (cg) stated, the drain line extension had been reused. The cg removed the extension and the home patient was able to continue therapy. Per cg, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. The cg stated that the hp had just passed the other day. No further information was provided.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. This complaint for use error - failed to follow therapy steps is confirmed and the root cause was related to use error.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.